Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the cataract surgery, patient experienced corneal burn, tunnel simply would not close, subtle opacity appeared in the stroma, even though the phacoemulsification showed nothing unusual. It is also unclear whether the surgery was completed. Outcome of the patient was unknown. This case pertaining to second of three patients from same facility.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation and were determined to be inconclusive. The potential cause of the reported events can be attributed to surgical mitigations or factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. Based on the information obtained, the root cause of the reported events remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
In a later time frame, the system was assessed again and was confirmed to be ¿operating within specifications.¿ the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.